Event description:
Reporter alleged after using the lancet device, the needle stuck in his finger and would not retract back into the device. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.